Event description:
Reporter alleged obtaining a discrepant blood glucose result of 28mg/dl on a neonate, while using the inform system compared back to back with a result of 59 mg/dl on the lab system when testing was performed less than 10 minutes apart. Reporter alleged obtaining another discrepant blood glucose result of 26 mg/dl on the same neonate while using the same inform system compared back to back with a result of 47 mg/dl on the lab system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.